Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-13069. Related manufacturer report number: 2017865-2020-13070. It was reported that the patient presented for a lead revision. Prior to procedure, x-ray examination revealed that all three leads were dislodged and none of the leads were sensing or capturing appropriately. The patient did not experience symptoms as the device was programmed to vvi mode with therapies turned off. The right atrial lead was successfully repositioned. The right ventricular lead had helix issues so it was explanted and replaced. The left ventricular lead was also explanted and replaced. The patient was in stable condition.